Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 78 mg/dl. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was not verified in the pump logs and investigation could not be completed as the cartridge was not returned.